Manufacturer narrative:
The technician found the pt position module would not alarm when the pt sat up in the bed. The technician replaced all strip sensors and bed exit side rail interface to resolve the issue.

Event description:
The account alleged the pt position module is not alarming. No pt impact.